Event description:
Overdelivery reported. The pump was set to infuse amiodarone 1g/250ml solution at 9.8ml/h via pump c. A nurse reports that approx 10 hrs after a new container was hung, the pump alarmed and the entire 250ml had infused. The expected delivery time was approx 25 hrs. The display indicated delivery of 50.8ml. The pt's blood pressure was reportedly "up and down" after the event. The physician ordered a hold of the amiodarone until the next infusion was scheduled to start had the medication infused correctly. No medical intervention was required for the pt's blood pressure and no other adverse effects were reported. The amiodarone was re-started on another pump aprox 12 hrs later.no add'l info was available.